Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, the lead could not be positioned. The lead was removed and replaced. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.